Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer reported via phone call to have experienced blood glucose versus sensor glucose differences. Customer states sensor glucose was 300 and blood glucose was 130 mg/dl and feels that calibration may have been wrong on his part. He also indicated that the pump had excessive beeping. After troubleshooting, customer was advised to call back should issues persist.